Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe¿ 5ml there was an issue with foreign matter. It was stated ¿something white was found on the needle connected to the syringe.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned unit and confirmed the reported observation of foreign matter. The substance was likely epoxy. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Additionally, a review of the machine history and in-process inspections showed no similar issues. Assembled needle manufacturing process was reviewed. The epoxy on the needle hub may have resulted from uncured epoxy overflowing onto the needle hub at shield in-feed conveyor station. This may occur if parts from a toppled rack are not cleared properly. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.